Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker found that the rear battery pins are pushed into the unit; the rear case was replaced. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device is missing a battery pin. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.